Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Medical device lot #: an invalid lot # of 21j04-t was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while using bd neutraclear¿ extension set air was forming in the line. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: attracts air and is therefore not vacuum.

Event description:
It was reported while using bd neutraclear¿ extension set air was forming in the line. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: attracts air and is therefore not vacuum.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02sep2022. Investigation summary: two pb-nc5301 samples were received without packaging for investigation, however the customer indicates the affected lot number to be from 21j04-t; both samples had residual blood inside the tubing. The customer has reported that they observed air inside the tubing during attempts to withdraw blood from the patient. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. They performed both pressure testing and functional testing of the returned products; no leakage or air ingress was identified throughout testing of the returned sets which may have contributed to customer's experience. A review of the production records for lot 21j04-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the pb-nc5301 set over the past 12 months. H3 other text : see h.10.